Manufacturer narrative:
Device history record review: a review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed, and it did not reveal any anomalies as it states infection is a known risk with the use of deep brain stimulation (dbs). Investigation conclusion: the devices were not returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined the reported event of infection is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) experienced an infection at the site of the lead. The patient went to the hospital and underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics. The patient was doing well post operatively. The explanted devices were retained by the hospital and were not returned. A culture was taken and results were negative.

Manufacturer narrative:
Block b3 date of event: approximately one week before patients visit to hospital - exact event date is unknown. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5003972. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5004007. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) experienced an infection at the site of the lead. The patient went to the hospital and underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics. The patient was doing well post operatively. The explanted devices were retained by the hospital and were not returned. A culture was taken and results were negative.